Manufacturer narrative:
(B)(4). The customer reported that when the device is placed in test mode it repeatedly become locked up repeating the tests. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that when the device is placed in test mode it repeatedly become locked up repeating the tests. There was no pt involvement.